Manufacturer narrative:
A company service representative determined that the network server had caused the failure. He returned the server to the factory, where the hard drive was replaced. The server was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, some of the telepacks and bedside monitor instrument radios stopped transmitting to the central. No patient injury was reported.